Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the implant was not working [inflation issue] and the implant was ultimately removed and replaced. Upon removing the pump, fluid was seen leaking at the pump bulb.

Manufacturer narrative:
Titan touch pump and reservoir were received for evaluation. A separation was noted on the pump bulb. This is a site of leakage. The separation has a smooth, straight edge, indicating contact with sharp instrumentation. No functional abnormalities were noted with the reservoir. Based on examination, it was concluded that the observed separation on the pump bulb would have allowed a ¿leakage¿ however, because the limited information provided does not indicate any factors that may have contributed to the reported event, and due to the brief period in-vivo, the sequence of events leading to the observed separation cannot be determined. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the implant was not working [inflation issue] and the implant was ultimately removed and replaced. Upon removing the pump, fluid was seen leaking at the pump bulb.